Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During follow-up, multiple oversensing episodes due to noise was observed leading to inappropriate defibrillation therapy. There was also a loss of capture noted on the lead. The lead was explanted and replaced and the patient was in stable condition.